Event description:
Product was returned without an oos report. In 2008, rep reported this system (1 guidant and 1 st. Jude lead) was explanted. He could not give date of explant. Pt had been discharged without receiving a new implant.